Event description:
It was reported that the patient with this pacemaker was evaluated in clinic due to palpitations and racing heart sensation. Upon interrogation, this device was found to be in safety mode. A device changeout procedure has been scheduled. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker was evaluated in clinic due to palpitations and racing heart sensation. Additionally, the patient experienced device vibration and chest pounding. Upon interrogation, this device was found to be in safety mode. A device changeout procedure has been scheduled. Further information was received that this device has been explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this pacemaker was evaluated in clinic due to palpitations and racing heart sensation. Additionally, the patient experienced device vibration and chest pounding. Upon interrogation, this device was found to be in safety mode. A device changeout procedure has been scheduled. Further information was received that this device has been explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: date of event. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker was evaluated in clinic due to palpitations and racing heart sensation. Additionally, the patient experienced device vibration and chest pounding. Upon interrogation, this device was found to be in safety mode. A device changeout procedure has been scheduled. Further information was received that this device has been explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported. This device has been received for analysis.